Event description:
Caller reported that occlusion alarms occurred. The customer's blood glucose (bg) level was 541 mg/dl. Elevated bg was addressed by correction bolus via pump. The customer resolved the issue by changing the infusion set and cartridge, then resuming insulin delivery.